Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3). The system was tested and verified as ready for use. Isi received the replaced usm3 to perform failure analysis. The failure was confirmed through log review but not replicated during in-house testing. The unit was tested on an in-house system in normal mode showing no errors.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, multiple error faults on universal surgical manipulator (usm3) was observed and user to disable usm3 to continue. Customer stated that following this, they performed a hard cycle of the patient side cart (psc) and the error fault cleared. The procedure was completed with no reported injury.